Manufacturer narrative:
-Quality department received a complaint from a customer, notifying ¿infection¿. The device involved corresponds to a ergonomix2 smoothsilk with qid, serial number(B)(6), catalog number e2sc-340q. - initial internal investigation was generated, in order to identify if there are any other complaints for the same or similar nature of the reported event. Infection is considered a potential risk of the surgery as indicated in the product directions for use. -DHR review a complete review of the DHR for lot 21100726 was carried out, and no deviation was found in the manufacturing process. A review of complaint history for the reported lot number and sterilization run found no other similar complaints reported in the past. -dfu: the instructions for use in the directions for use were reviewed, to determine if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: ¿infection can occur with any surgery or implant. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. In addition, breast and nipple piercing procedures may increase the possibility of infection. Infections in tissue with an implant present are harder to treat than infections in tissue without an implant. If an infection does not respond to antibiotics, the implant may have to be removed, and another implant may be placed after the infection is resolved". Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva. Health -as stated in the literature: infection following breast augmentation is reported in 1¿4% of cases in different studies. Many risk factors have been correlated with breast infection. General conditions such as obesity, diabetes, immunodeficiency, and cigarette smoking are associated with an increased risk of infection. Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation. (John e. Skandalakis, 2009) the origin of infection in women with implants remains difficult to determine, but potential sources include a contaminated implant, the surgery itself or the surgical environment, the patient's skin or mammary ducts, or, as suggested by many reports, seeding of the implant from remote infection sites. (Pittet et al, 2005) ¿systemic antibiotic prophylaxis at the time of surgery is associated with a significant reduction of the infection rate (0·42% vs 0·87%) in a large study of 39 455 patients undergoing breast augmentation.¿ (pittet et al, 2005) -general conclusion after analyzing the report and evidence provided it was possible to confirm the alleged infection. ¿the human breast is not a sterile anatomic structure; it contains endogenous flora, derived from the nipple ducts, that is essentially similar to that found in normal skin. Multiple breast ducts provide a passage from the skin surface to deep within the breast tissue ¿. (Pittet et al, 2005). - as part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required. -at establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.

Event description:
Title: infection description: "two weeks after surgery, the patient developed a temperature of 37-38 °c and pain in the left breast. Us examination revealed the presence of fluid around the left breast implant and crp was 135. During revision surgery of the left breast, purulent content was found. The implant was removed and drainage was applied."